Manufacturer narrative:
(B)(4).

Event description:
It was reported and found at replacement surgery that a motor stall occurred. The motor stall was confirmed in event logs (B)(6) 2012 with tube set (B)(6) 2012 and no motor stall recovery was noted. The patients pump was filled on (B)(6) 2012; however, the patient was unaware that her pump had stalled. It was noted that the patient did hear an audible pump alarm but never informed her physician because she thought it was something else in her environment. It was reported that the patient was mainly on prialt, so she really didn't notice much of a difference in her therapy control and did not have any withdrawals. It was stated that her pain wasn't "that good" as she had a slight increase in pain the past month or so. It was indicated that the cause of the motor stall was unknown and the patient had a routine pump replacement to avoid battery depletion. As of (B)(6) 2012, the patient recovered without sequela and was doing well. The drugs delivered via pump were prialt and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. Analysis of the pump found the pumps motor/gear train anomaly and corrosion.